Event description:
Related manufacturing reference number: 2017865-2023-18635. It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition and some far p-wave over-sensing was noted as well. The right atrial (ra) lead was also noted to be sensing some noise. The patient was asymptomatic. Programming changes were implemented to alleviate the issue with the rv lead, and the patient was stable throughout the intervention. Further information was requested but not received.